Manufacturer narrative:
Qn # (B)(4). Upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 26 march 2024 should be retracted.

Event description:
It was reported "anesthesia had 3 missed attempts due to no blood return when attempting initial placement of arterial catheter." No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number include 9680794-2024-00287, 9680794-2024-00286, and 9680794-2024-00285.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "anesthesia had 3 missed attempts due to no blood return when attempting initial placement of arterial catheter." No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number include 9680794-2024-00287, 9680794-2024-00286.